Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the olympus endoscope reprocessor exhibited e99 error, and the disinfectant concentration was not checked when disinfecting the water supply pipe. The event occurred during preparation for use, prior to cleaning and disinfection. There was no report of patient harm or user injury associated with this event.